Manufacturer narrative:
Under service contract. 1/22: director of svc, explained the following. During procedure, fluoroscopy was stopped briefly. When physician continued the procedure, it was not immediately realized that live fluoro had failed and that physician was looking at the last image hold on monitor. The physician advanced the catheter and noticed that the image had not changed on the monitor. It was then realized that live fluoro was not operating correctly and procedure stopped. Service indicates; transformer that supplies 15v goes through connector on mother board was found to have a intermittently bad connection plug.

Event description:
Customer reports via phone that during stent placement procedure, the fluoro stopped working. Therefore, the stent was advanced too far. Physician could not reposition/retrieve the stent, procedure was aborted. Pt was sent to interventional radiology for tube placement. The pt returned to surgery the next day for improperly placed stent removal and replaced with new stent. Customer states that this did not complicate or change the status of the pt outcome. Event as described on customer submitted medwatch form. Event description: an 8 french cone tipped catheter was used to perform a right retrograde pyelogram. Pt had upper to mid ureteral stenosis presumably from either xrt injury or some form of retroperitoneal process worrisome for sequela from gastric carcinoma. A 0.035 benson guidewire was passed through the scope and advanced up the right ureter. Resistance met in area of upper to mid ureter. An 8 french ureteral catheter was used to help manipulate the wire up until its tip coiled nicely in right renal pelvis. The 8 french catheter was then pushed over the wire until its tip could be seen in the left upper ureter. A 10 french coaxial sheath was then passed over the 8 french catheter to help dilate the ureteral stenosis. The 8 catheter and 10 french sheath were then removed. Then began placing a 6 french x 26 centimeter double j stent over the wire. Began by pushing it into place by using a metal capped pusher. During this maneuver under fluoroscopy apparently the table went down while the stent was being pushed into place. Once it was noted the fluoroscopy was not actually working, pushing of the stent was stopped. X-ray staff were called to evaluate machine. Once the image was obtained again it became evident that the stent had been pushed too far up into the right ureter. The wire was removed. The stent did not displace and distal j loop remained coiled in the mid to distal ureter. The proximal j loop remained coiled in the right renal pelvis. Cystoscope used to try to place another 0.035 benson safety wire. Resistance was met where the stent was located. Semi-rigid ureteroscopy was performed. Able to visualize the stent and manipulate a 0.035 benson guidewire through the ureteroscope and up the right ureter until its distal floppy tip was noted to coil in the right renal pelvis. Scope then backed our over the the wire. Scope replaced alongside wire in the right ureter. Multiple attempts with multiple different instruments were used to try to grasp the distal end of the ureteral stents, but were unsuccessful. During attempts to grasp the stent, a small tear was made in the ureter. Procedure aborted at this point. Placed indwelling 20 french foley catheter. Safety wire whose distal tip was in the right renal pelvis extending down the right ureter through the bladder and through the urethra was left in place. External portion of wire sutured to f/c and wire and f/c taped to inner upper thigh. Urine pink tinged. Overall, pt tolerated procedure well. Right percutaneous nephrostomy tube placed in interventional radiology. Right percutaneous nephroscopy done the next day with removal of the malpositioned stent and replacement of a correctly positioned ureteral stent. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.